Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit for the reported issue. To fix the issue the fse replaced the touchscreen including the seal and screw kit, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had a touchscreen that was unresponsive. Another unit was used to start treatment. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Additional information - e1(event site postal code - (B)(6)).

Manufacturer narrative:
Updated fields - b4,g3,g6,h2,h6,h10,h11. Corrected field - d9(date of manufacture).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and found touchscreen defective. Touchscreen including seal and screw kit is replaced, unit functional check carried out , and unit is released for use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0123 touchscreen assembly 12.1. This part was received with a reported unit failure message of touchscreen unresponsive. Performed visual inspection of this part received and found crack on display. Please see attached picture. The crack on display probably the cause of unresponsive. The failure analysis and testing department cannot be investigated further for this part due to crack on display. Retaining touchscreen assembly 12.1¿ in the fat dept. As per procedure 0002-07-d008 rev aq.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.